Manufacturer narrative:
The pump passed the self test and displacement test. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with a glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The low suspend feature worked properly. The pump alarmed with an audible alarm properly during testing. No unexpected audio/beep anomaly was noted. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not alarm when it should and makes a weak sound. Customer indicated that the audio is turned up to the maximum volume but can barely hear it. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.